Event description:
The customer reported that, upon installation, the subject device did not communicate and acted erratically when connected to the printer remote via usb connection on the back of the device. The video image moved on the screen and the scope information came up and cycled every fifteen to twenty seconds. The customer tried a new cable and changed to a different printer and there was no change. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found there was no image. This report is being submitted for the malfunction found during evaluation (no image). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, service found there was no image. The circuit board was damaged and the heatsink and capacitor came off. A review of the device history record found no deviations that could have caused or contributed to the image not being displayed. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely there was no image due to the physical damage to the printed circuit board. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device. In addition, the chassis feet were worn. Per the legal manufacturer, this device defect has no potential to cause or contribute to death or serious injury if the malfunction were to recur. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.